Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduced the issue during in-house testing. Upon visual inspection, the rolling loop fiber assembly was found misaligned that would be related to the reported event. The usm was installed onto a golden system where the 31226 error was presented during power logs up. The usm was then installed onto a patient side cart fixture test platform (pftp) where the fiber test failed on rolling loop. Once testing was completed, rolling loop fiber was individually tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the rolling loop fiber was found to be the root cause of the reported event. The probable root cause of the reported issue can be attributed to a fault of the rolling loop assembly within the affected usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the caller reported the customer had to reseat the stapler multiple times to get it to engage on arm 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and noted 1126 advisory errors. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.